Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 09/25/2013. The strip lot #d151117-1 was manufactured on 11/17/2015 and expired in 11/2017. Ok biotech received no other complaints from same manufacturing batch of strips. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
Our importer, (B)(4) received a call on 08/14/2016 reporting a medical intervention that occurred on (B)(6) 2016 between 3-4:00pm. Patient (B)(6) called in stating that he had been receiving high blood glucose results with the prodigy meter. The reading on the prodigy meter at the time of the event was 285mg/dl. At the time of the event (B)(6) was displaying symptoms of weakness and stuttering. Prior to the medical attention (B)(6) had taken amlodipine 10mg for blood pressure. 3 additional test were performed with the prodigy meter with results of 245mg/dl, 250mg/dl and 300mg/dl. (B)(6) normal blood glucose around the time of day of the event is 240-250mg/dl. (B)(6) drove himself to the (B)(6) urgent care hospital located at (B)(6). Upon arrival at the ER, (B)(6) blood glucose reading was 119mg/dl with the ER's meter. (B)(6) total stay in the ER was 3 hours. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.